Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the power supply cord was chewed up by the patient's pet resulting in exposed wires. There were no adverse consequences reported by the patient. Pending update on replacement of power supply cord.